Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer "lost consciousness, fell, had bruised shoulder and ribs". Suspected cause was due to having a carb ratio setting that was too high. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.